Manufacturer narrative:
The investigation for the reported pump stop issue has been completed. The product was returned, and the issue was confirmed. The data logs confirm an increase in purge pressure on the 8th day of support. No low purge pressure event was present before the purge pressure increase. Motor current rose beyond the pump stop threshold on the 14th day of support and the pump stopped. The product was returned and confirmed that blood had ingressed into the purge line. No long term log was returned so the anticoagulation in the purge at the time of the increase in purge pressure is unknown. Per the results of the clinical review and investigation, the root cause was determined to be blood ingress. The cause of the blood ingress was unknown. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella 5.0 device for mechanical circulatory support. While on support, the patient has been weaned from the impella. A critical purge flow and pressure led to pump stop at p3. The patient remained stable after the pump stop and the impella was explanted.